Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch reports: 3004209178-2016-70438, 3004209178-2016-66496.

Event description:
The customer reported via telephone call that he had been hospitalized for diabetic ketoacidosis on three occasions. On (B)(6) 2016, the customer was admitted to the hospital with a blood glucose reading 1,200 mg/dl. The customer was wearing the insulin pump at the time of the event and experienced nausea and vomiting. The customer was treated with an intravenous drip. At the time of the report, the blood glucose reading was 225 mg/dl. The customer had a back up plan of syringes but had only treated with the insulin pump. The customer was unable to perform the high pressure test and was advised to call back when able to do so and to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.